Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2014-05333. It was reported, the pt was experiencing nerve pain at the ipg site and in his right leg. In turn, the pt underwent surgical intervention. During the procedure, the lead was found to be slightly disconnected from the header of the ipg. Lead migration was also found. The doctor decided to explant and replace the ipg (with a different model). The lead was left where it had migrated. Post-op, the scs system performed as intended.